Event description:
It was reported that this right ventricular (rv) lead was initially repositioned due to dislodgement post implant, but the helix was unable to retract resulting in helix damage. Subsequently, this rv lead was explanted, and a new rv lead was placed. This lead will be returned. No additional adverse patient effects were reported.